Event description:
An optician reported on 21 jan 2010 that a pt experienced an epithelial reaction associated with wear of focus dailies all day comfort contact lenses. The pt had used lubricating drops for several days prior to (B) (6) 2010 visit and has since sought care at another eye care facility. Add'l info was received on 3 feb 2010 which shows punctate epithelial erosions ou, grade 3 (moderate) os and grade 2 (mild) od. The ecp attributed this to a reaction to the moisturizing agent in the contact lens packaging solution. The condition was treated with topical antibiotics and aggressive lubrication. The new info is reporting a reduction in visual acuity of approx 3 lines os and 1 line od. Request has been made for add'l info.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible permanent reduction in visual acuity." (Left eye only). The returned complaint samples were found to meet specifications for all parameters evaluated. The device history records & sterility records have been reviewed by mfg and found to be in compliance. (B) (4)